Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete patient information. Event date is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-02036. It was reported the patient experienced ineffective therapy. As a result, surgical intervention was undertaken to explant the system.